Manufacturer narrative:
The device was returned for analysis. The needle to cuff miss was confirmed as a posterior needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulty and the subsequent treatment is related to the circumstances of the procedure. In this case, based on the returned analysis of the device a posterior needle to cuff miss occurred. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Event description:
This was reported as a venotomy closure of the right common femoral vein with 2 proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, with both devices, the sutures did not come out when the plungers were removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: a posterior foot separation was noted during evaluation of the returned device. The separated portion was not returned. The location of the detached foot and/or cuff is unknown. Follow up with the account was conducted. It was reported that there was no foot separation noted on removal of the device. No additional information was provided.

Event description:
This was reported as a venotomy closure of the right common femoral vein with 2 proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, with both devices, the sutures did not come out when the plungers were removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.